Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description and service report. No logs were provided. Our field service engineer (fse) was on site to investigate the issue further. A nozzle unit was found defective and it was replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.# (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).